Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that the handpiece was obstructed during the calibration. The surgery could be done with another handpiece. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. Based on information obtained, the reported event was unable to be confirmed. The product met specifications at the time of release. The root cause cannot be determined conclusively.